Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
The patient reported there was a black bar across the display and only the bottom of the display is readable. No physiological effects were reported. The patient did not require assistance from a health care professional or second party to address the issue. No further information is available. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
The infusion device was thoroughly evaluated. The display was broken, and the breakage was caused by mechanical impact. The complaint could not be verified due to misuse of the product.